Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, e2, e3, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions), h10, h11. It was being reported that during a routine check the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "broken catheter extender inlet broken". A getinge field service engineer (fse) had evaluated the unit and found that the catheter extender port was loose. Than fse had replaced the pneumatic module assy, rohs and after the post replacement, successfully completed a simulated treatment with trainer and testing catheter without issues. Nothing unusual identified in the logs, attached for reference. Unit calibrated and passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. There was no involvement of the patient. The defective components were received for further investigation. The failure analysis and testing dept. Received patient interface module with a reported unit failure of a broken catheter extender inlet. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. Although the catheter extender inlet visually looked in good condition, the inlet is actually defective because the inlet should not move and rotate, it should be stationary.the patient interface module failed testing. Retaining the pim in the fat per procedure. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a daily check the cardiosave intra-aortic balloon pump (iabp) unit has a broken catheter extender and the inlet is broken. There was no patient involvement reported .